Manufacturer narrative:
Concomitant medical products. Lead implanted: (B)(6) 2012; 5076-45 lead implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported there was possible loss of output. Device interrogation revealed 0.7 joules delivered on a 35 joule therapy. It was also reported the patient received multiple therapies from the implantable cardioverter defibrillator (ICD) but did not survive. Additional information regarding the cause of death was requested but not received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There were approximately forty two successfully delivered therapies. The last therapy delivered .7 joules. No other information is known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis revealed no anomalies were found.